Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a "hospital advised that urine had been draining overnight, however during the ward rounds the following morning at 8am it was noted that fifty-five milliliters of urine was in chamber but there was urine in the line. Unable to drain the urine from the drainage line even after pressing the urine down the line. When unattached the white valve was noted to be faulty and not allowing urine to drain into the chamber when attached to patient." No photographs depicting the claim issue are available.

Manufacturer narrative:
Remove required intervention to prevent permanent impairment/damage (devices) to outcomes attributed to ae, as this is not applicable. A batch record review was performed. No non-conformance report related to complaint issue were initiated for complaint order during production. A non-conformance for ¿stop flow from patient to chamber¿ was initiated. On a base of the available information and investigation conducted the root cause for the issue ¿stop flow at different areas from patient to chamber was observed by hcp (health care professional) during product use¿ cannot be determined. The list of possible causes was determined. No systematic failures in manufacturing process were revealed. No samples were received. No pictures shown defect were received (only sketch). This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Additional information received in the form of a sketch of the product.